Manufacturer narrative:
D10 concomitant products: eea28 eea28 eea 28mm-4.8 sgl use stapler - (lot#p4a0985s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, during rectal anastomosis, the device only cut, and it did not suture. The same issue occurred with the second stapler. A new device from a different manufacturer was used to resolve the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted on the instrument that the staple guide was fully applied. After actuating the handle, the pusher fingers appeared to be intact, and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression, and the ring was received completely severed. Staples were observed in the cut ring. Functional testing found that the green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media, producing acceptable results. It was reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken safety. Functional evaluation found that the wing nut functioned properly, but the safety was broken off. The product analysis noted evidence that the device was not used as intended. This issue may occur when the latch is forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.